Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and mesh was implanted; on (B)(6) 2003 mesh were implanted and on (B)(6) 2004 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent urethrolysis and removal of pubovaginal sling sutures due to intrinsic sphincter deficiency and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other non specific outcomes.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.